Event description:
On 7/6/98, datascope rec'd the medwatch form from the user/facility; uf/dist report number 070022-1998-0003 and the following info was reported: a small amount of blood was noted in the balloon tubing. The "blood loss" alarm sounded from the pump. Balloon removal was difficult to achieve. The pt was noted by the attending CT surgeon not to have significant calcium on the aorta. The pt was then closely observed for signs of femoral artery injury. (Event complications: none from the event - reported 7/6/98.) (Pt's current status: unk - reported 7/6/98)